Event description:
It was reported that the user experienced low glucose events shortly after starting on the ilet pump, including a documented low of 58 mg/dl, and a factory reset of the ilet was performed with guidance while the dexcom g6 was in warm-up and the infusion set type was insets. Symptoms included hypoglycemia. Outcomes included treatment with oral glucose. Investigation included troubleshooting and user education, including device reset and instructions to wait for cgm readings before re-entering weight and re-pairing the device. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified during the troubleshooting steps. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.